Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs did indicate that a monopolar instrument was used during this case. The complaint regarding the instrument was difficult to move was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument was difficult to move, wouldn't move the right way and surgeon felt like something was wrong. Customer washed the instrument, sterilized it, and marked that there had been an issue and would try it again. The instrument was used again today and a different surgeon stated the same. They said they were unable to move the instrument the way they needed, and something was wrong with it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was first noticed on (B)(6) 2025 and the said it felt difficult to move, but wasn't sure if it was just due to some tissue on the instrument or not, so we made note of that and reprocessed the instrument to be tried again. Later on (B)(6) 2025, another doctor noted similar difficulty and said it should be sent back. There was no any injury to the patient as result of the event, and the procedure was completed robotically using the same instrument; the doctor just stated she would like it sent back and not to use it again. There is no video recording of the procedure available for isi review, but the report was passed on the last few minutes of the robotic procedure. Regarding the last registered use of the instrument, the motion issue was described as more difficult than normal, slower to move, and required more strength to move it. The issue occurred with the surgeon¿s head inside the surgeon console¿s hrsv, while attempting to manipulate instruments. The failure was not related to an inability to move the instrument at all, but the surgeon's movements were lesser than intended and in the intended direction; the movement of the instrument had some delay, but there were no shakiness and/or friction experienced/observed. The issue was persistent and occurred when the surgeon was rotating the jaws, grasping.